Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right atrial (ra) channel. In addition, there were associated high out of range pace impedance measurements measuring greater than 2,000 ohms. The ra lead is a non-boston scientific product. Boston scientific technical services (ts) reviewed data provided by the health care professional (hcp) and stated that the noise is likely related to minute ventilation interaction and suggested programming minute ventilation off. Additionally, ts discussed having the hcp further investigate the patient's ra lead integrity further. No adverse patient effects were reported. This product remains in-service.